Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged elevated blood glucose while using the ilet system, with 21 units of insulin on board and a recent infusion set change; after syncing report logs and completing troubleshooting, glucose values trended downward into range, and the agent provided education to change supplies if glucose rose for over 90 minutes and to report the event. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included review of uploaded device data, user interviews, and troubleshooting over the phone. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no device malfunction confirmed and recent infusion set replacement noted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.